Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Boston scientific technical services recommended device replacement because of this anomaly. The plan is to continue monitoring this patient via latitude home monitoring system and the patient is not pacemaker dependent. No adverse patient effects were reported. This device remains in service.